Event description:
Customer claims that the alarm works sporadically. There is a rattling noise coming from the alarm. The customer is using the alarm with a sensor pad. There was no patient injury or incident reported.

Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. (B)(4).